Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage (bathroom).

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 152mg/dl not fasting. Verified the strips expire 11/30/2017. Customer confirms the strips have been stored in the bathroom and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Customer is concerned with results of 234 and 246 mg /dl. Customer calling stating meter is displaying results considered high for customer. Customer performed a back to back blood test at (B)(6) 2016 at 03:25 pm fasting and received 204 and 202 mg/dl. Customer is not aware of the blood glucose results, customer has not monitored the blood glucose results for 10 years. Customer visited the doctor's office about 6 weeks ago and his blood glucose result were 206mg/ dl .